Manufacturer narrative:
(B)(4): the device has not been returned. Hence , no evaluation can be performed as yet and so coming to any conclusion is difficult.

Event description:
It was reported that, intra-op, pin broke. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :visual review of the returned instrument confirms pin fracture. Microscopic examination of fracture surface identifies a quasi-ductile fracture with inward river lines and helical morphology starting at the thread root is consistent with torsional overload.